Event description:
The surgeon reported that the receiver/stimulator of the pt's implant extruded. The electrode array was clipped off and left in place. The electrode array was explanted and a new implant was placed in 2000.